Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize open door. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported device does not recognize open door was verified through the event history log and was reproduced during evaluation. Evaluation determined the cause was the input/output (I/o) printed circuit board. The input/output(I/o) printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.